Event description:
As stated by the customer (B)(6) 2012: the sling ruptured during a transfer of the pt.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR medibo (B)(4). The MFR has asked for pictures and idf, a statement from the facility of how the event occurred. Add'l info will be provided upon conclusion of the MFR's investigation.